Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and replaced the universal serial bus (usb) and reloaded the software on the ventilator. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during testing, the display went blank on a 980 ventilator and an inoperable error message was generated. The ventilator was not in use on a patient at the time the event occurred.